Event description:
It was reported that three legs from a vena cava filter were found to be detached and in the right ventricle of the pt's heart. The filter was implanted three years ago in a female pt prior to bariatric surgery. The pt presented in the ER with chest pain. On a CT, the physician found three legs that detached and migrated to the heart. A cardiothoracic surgeon was called in and surgically removed the three legs via open heart surgery. The filter remains in the infrarenal ivc. The pt is reported to be fine, post procedure.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Patient medical records have been received and are currently under review.

Manufacturer narrative:
Medical record review: operative notes were reviewed. Imaging performed identified three filter fragments in the right ventricle. Two of the detached filter limbs were able to be removed from the right ventricle; however, one of the limbs was not able to be removed as it was in the septum. Post-surgical CT scan performed identified filter perforation of the medial ivc wall. Journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 2 referenced in the article. Upon further review of the medical records previously reported, patient demographics were identified, the appropriate fields have been updated. A review of the images provided in the article is currently underway. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t.,tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831.

Manufacturer narrative:
Case images were received and evaluated. One image dated (B)(6) 2005 showed a deployed recovery filter in the vena cava. The apex of the filter was located approximately at the top of l2. The image quality is poor and it cannot be determined if the limbs were properly deployed. Images dated (B)(6) 2008 appeared to show the filter slightly tilted in the posterior direction. There is no contrast column on the images. The chest x-rays dated (B)(6) 2008 were reviewed and there are no obvious detached limbs. The cardiac cta, dated (B)(6) 2008, appeared to show three separate linear densities within the heart. The cavagram on (B)(6) 2008 appeared to show a pigtail catheter through the filter it appeared that there were potentially two missing arms and one missing leg however, the image quality is poor and the definitive number and type of missing limbs could not be confirmed. Based on the images received, the complaint is confirmed for filter limb fracture. It appears that there were three filter limbs detached in the heart.

Event description:
Additional information: there was an unsuccessful filter retrieval attempt on 05/05/2008.

Manufacturer narrative:
Medical records were received and reviewed. On (B)(6) /2005 - operative report- filter implanted. Placed prior to gastric bypass surgery due to history of venous thrombosis. Placed at l2 vertebrae. "The renal veins were estimated to be above this level". On (B)(6) 2008- venacavagram. Retrieval of filter attempted. Confirmed 3 fractured filter arms. Unable to place the cone over the apex filter remains implanted. Procedure report of filter placement on (B)(6) 2005 indicated the filter was appropriately sized for the vena cava and implanted in an infrarenal position imaging performed on (B)(6) 2008 identified three filter fragments in the right ventricle. On (B)(6) 2008, open heart surgery with cp bypass was performed emergently to treat pleural effusion, cardiac tamponade and remove the filter fragments. Two of the detached filter limbs were able to be removed from the right ventricle; however, one of the limbs was not able to be removed as it was in the septum. Post-surgical CT scan performed on (B)(6) 2008 identified filter perforation of the medial ivc wall. Removal of the ivc filter was attempted without success on (B)(6) 2008. Follow-up CT scan on (B)(6) 2008 confirms the presence of a filter limb in the right ventricle. Follow-up medical consultation on (B)(6) 09 indicated the filter limb had not moved. It was reported that three limbs from a vena cava filter were found to be detached and in the right ventricle of the patient's heart. The filter was implanted three years ago in a female patient just before bariatric surgery. The patient presented in the ER with chest pain. On a CT the physician found three limbs that detached and migrated to the heart. A cardiothoracic surgeon, was called in and performed open heart surgery to remove the three limbs. The filter remains in the in the infrarenal ivc. The pt is reported to be fine, post procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: (B)(6) 2005 - operative report - filter implanted. Placed prior to gastric bypass surgery due to history of venous thrombosis. Placed at l2 vertebrae. "The renal veins were estimated to be above this level". (B)(6) 2008 - venacavagram. Retrieval of filter attempted. Confirmed 3 fractured filter arms. Unable to place the cone over the apex. Filter remains implanted procedure report of filter placement on (B)(6) 2005 indicated the filter was appropriately sized for the vena cava and implanted in an infrarenal position. Imaging performed on (B)(6) 2008 identified three filter fragments in the right ventricle. On (B)(6) 2008, open heart surgery with cp bypass was performed emergently to treat pleural effusion, cardiac tamponade and remove the filter fragments. Two of the detached filter limbs were able to be removed from the right ventricle; however, one of the limbs was not able to be removed as it was in the septum. Post-surgical CT scan performed on (B)(6) 2008 identified filter perforation of the medial ivc wall. Removal of the ivc filter was attempted without success on (B)(6) 2008. Follow-up CT scan on (B)(6) 2008 confirms the presence of a filter limb in the right ventricle. Follow-up medical consultation on (B)(6) 2009 indicated the filter limb had not moved. Operative notes were reviewed. Imaging performed on (B)(6) 2008 identified three filter fragments in the right ventricle. Two of the detached filter limbs were able to be removed from the right ventricle; however, one of the limbs was not able to be removed as it was in the septum. Post-surgical CT scan performed on (B)(6) 2008 identified filter perforation of the medial ivc wall. Based on this review, limb detachment and limb perforation is confirmed. Film review: case images were received and evaluated. One image dated (B)(6) 2005 showed a deployed recovery filter in the vena cava. The apex of the filter was located approximately at the top of l2. The image quality is poor and it cannot be determined if the limbs were properly deployed. Images dated (B)(6) 2008 appeared to show the filter slightly tilted in the posterior direction. There is no contrast column on the images. The chest x-rays dated (B)(6) 2008 were reviewed and there are no obvious detached limbs. The cardiac cta, dated (B)(6) 2008, appeared to show three separate linear densities within the heart. The cavagram on (B)(6) 2008 appeared to show a pigtail catheter through the filter. It appeared that there were potentially two missing arms and one missing leg. However, the image quality is poor and the definitive number and type of missing limbs could not be confirmed. Based on the images received, the complaint is confirmed for filter limb fracture. It appears that there were three filter limbs detached in the heart. Image review: based on the images provided, a recovery filter was identified with three detached filter arms, can be confirmed. Based on the images provided, the location of the detached filter arms cannot be confirmed. Based on the images provided, the removal of the vena cava filter cannot be confirmed. Journal article review: journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 2 referenced in the article. Upon further review of the medical records previously reported, patient demographics were identified, the appropriate fields have been updated. A review of the images provided in the article is currently underway. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. Conclusion: the device was not returned. Images and medical records were provided. Based on the image review conducted, the complaint investigation is confirmed for limb detachment and filter tilt. Based on the medical record review, limb perforation of the ivc and an unsuccessful retrieval attempt can be confirmed. Labeling review: the current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc. Additional information: (B)(4). Update: other relevant history.

Event description:
It was reported that three limbs from a vena cava filter were found to be detached and in the right ventricle of the patient's heart. The filter was implanted three years ago in a female patient just before bariatric surgery. The patient presented in the ER with chest pain. On a CT the physician found three limbs that detached and migrated to the heart. A cardiothoracic surgeon, was called in and performed open heart surgery to remove the three limbs. The filter remains in the infrarenal ivc. The patient is reported to be fine, post procedure. Additional information: there was an unsuccessful filter retrieval attempt on (B)(6) 2008. Additional information obtained from medical records: CT of pelvis taken several days after surgery revealed one filter limb perforating the cava wall. Retrieval of the ivc filter was attempted without success several days later.